Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Lip pain/hurt [lip pain]. Neck of it broke while using it and it looks like a little plastic thing is broken or missing - oral-b [device breakage]. Brush head was loose - oral-b [device connection issue]. Elderly male consumer via phone stated that the neck of the oral-b genius x toothbrush broke while he was using it and it looked like a little plastic thing was broken or missing. The oral-b brush head was loose in his mouth and it hurt his lip/caused lip pain. No serious injury was reported.